Event description:
It was reported that during a follow up in clinic, inappropriate magnet response was noted on the device resulting in arrhythmia. Abbott technical support was contacted and the device was reprogrammed to disable magnet response. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was explanted and replaced. The patient was in stable condition.